Event description:
Patient reported being injected in the cheeks with one syringe of juvéderm voluma® xc. The next day, the patient experienced ¿cheek pain/trigeminal neuralgia (trauma to the nerve).¿ the event only occurs at night. The patient was prescribed tegretol. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.